Manufacturer narrative:
A4 is unknown. The event was reviewed. The event describes a patient who presented with chest pain and shortness of breath two weeks status post st-segment elevation myocardial infarction with one vessel percutaneous coronary intervention (surgical intervention with coronary artery bypass graft was declined). Troponin levels were elevated. The patient was admitted as an non-st-segment elevation myocardial infarction. The patient coded shortly thereafter and was monitored in the intensive care unit overnight. Later in the morning, the patient was urgently transported to the catheterization lab for impella cp placement for stabilization. Upon transfer to the catheterization lab table the patient coded twice. The impella was successfully placed, and a temporary pacer was placed to help with rhythm stabilization. The view of coronary arteries results was unchanged from two weeks ago. The patient was transferred back to the unit on impella mechanical circulatory support in critical condition, guarded state. A discussion was made with the family. It was noted after family discussion and multiple codes over the last 24 hours, the decision was made to withdraw care, which led to the patient's demise (after approximately six hours of impella mechanical circulatory support). The impella cp did not malfunction (and was not associated with an adverse event), was in use during patient expiration, but does not appear it would have materially contributed to the patient's demise given the patient's underlying condition (cardiogenic shock extremis). However, conservatively, the death is being reported as the device was in use at the time of expiration. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient returned to the emergency department on (B)(6) 2025 with complaints of shortness of breath, chest pain, weakness, and was status post st-elevation myocardial infarction with a percutaneous coronary intervention performed two weeks prior. The patient was admitted with an elevated troponin level in non-st-elevation myocardial infarction. Shortly after admission, the patient experienced a cardiac arrest and was transferred to the intensive care unit (ICU) for monitoring. The following day, the patient was urgently taken to the cardiac catheterization lab (ccl) for impella cp placement to facilitate stabilization. During transfer to the ccl table, the patient coded twice more. An impella cp was successfully implanted utilizing best practices, and a temporary pacemaker was placed and set at 80 bpm for rhythm stabilization. After the patient was stabilized, a repeat evaluation of the coronary arteries showed no changes from the studies two weeks prior. Two perclose devices were deployed for access site closure, and the patient was transferred back to the ICU in critical condition. The patient remained in a guarded state, and the physician care team immediately discussed goals of care with the family. Following these discussions and multiple cardiac arrests over the preceding 24 hours, the family made the decision to withdraw care. The patient¿s care was withdrawn, and the patient expired.

Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient experienced cardiogenic shock following a cardiac arrest and underwent emergent placement of an impella cp device for hemodynamic support. Approximately six hours after initiation of impella support, the patient¿s family elected to withdraw care. The patient expired while the impella cp remained in place. Based on available clinical information, there is no indication that the impella cp device contributed to the patient¿s death. The decision to withdraw care was made by the family in the context of the patient¿s critical condition, including multiple cardiac arrests within the preceding 24 hours. The event is being conservatively reported as occurring while on impella cp support, in accordance with regulatory requirements, despite the absence of evidence of device malfunction or contribution to the fatal outcome. Reported due to patient death while on impella cp support, per regulatory requirements. No evidence of device contribution to the event. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the cardiac arrest, the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.